Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The hypotube was separated at the distal end of the hub. Follow-up received from the account confirmed that the correct device was returned for analysis and that the device was put in the package as one piece, indicating the separation must have happened in packing/shipping. The reported inflation issue and leak could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.

Event description:
It was reported that the 3.0 x 23 mm xience xpedition stent delivery system was advanced into the patient anatomy to treat a lesion in the mildly tortuous mid circumflex artery. An attempt was made to inflate the balloon; however, the balloon would not inflate and a leak was suspected at the location where the hypotube attaches to the hub. The stent delivery system was removed without difficulty. A second same size xience xpedition was used to complete the stenting procedure. No additional information was provided. Return device analysis noted that the hypotube of the device was separated at the distal end of the hub. No separation was noted at any time during the procedure and it is thought that the separation occurred during packaging and shipment to abbott. No additional information was provided.